Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed requesting technician support assistance for arctic sun device sent from floor because patient temperature dropped drastically low while on the device. Per follow-up information received via email on 03oct2022, technician support stated that a temperature probe issue since the patient was at 33.89 one minute then the next the temp dropped to 21.42, the machine responded as expected, it gave an alert 11 (patient temperature 1 below low patient alert) and 51 (patient temperature 1 below control range) and raised the water temperature to 40. The device was working fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed requesting technician support assistance for arctic sun device sent from floor because patient temperature dropped drastically low while on the device. Per follow up information received via email on 03oct2022, technician support stated that a temperature probe issue since the patient was at 33.89 one minute then the next the temp dropped to 21.42, the machine responded as expected, it gave an alert 11 (patient temperature 1 below low patient alert) and 51 (patient temperature 1 below control range) and raised the water temperature to 40. The device was working fine.